Event description:
It was reported that ever since having a colonoscopy procedure done ¿about a week ago¿ the patient had cramps, diarrhea, and chills. The patient had the device turned off during the colonoscopy, but did not know if the healthcare provider (hcp) who performed the procedure contacted the manufacturer for guidelines. The patient was able to turn the device back on following the procedure and stated ¿she did not even know if it was before or after. The setting she had it on was like¿it was like getting real strong, but she was still leaking overnight.¿ the patient noted that ¿it did not do it all the time, every once in a while it got a strong thing.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v955825, implanted: (B)(6) 2012, product type lead. (B)(4).